Event description:
Initial sodium 113 mmol/l, potassium 3.2 mmol/l and chloride 132 mmol/l was repeated and recovered, sodium 139 mmol/l potassium 4.0 mmol/l and chloride 106 mmol/l. Incorrect results were not used to provide patient treatment. Field service representative found the gel in the sample green top tube was not spun down evenly. The vacutainer tube looked to have a gel clot retraction which could have allowed the gel to creep to the top of the sample. Field service representative ran an ise performance check test, all results were within specifications.